Event description:
When the carousel is immediately loaded to maximum with 10 test cells (1 pt per test cell) the clotting time results get longer and longer depending on the length of time they pre-warm (sit on the carousel at 37 degrees prior to actual testing). This leads to erroneously high ptt results on the samples in the test cells that are from the middle to the end of this full run. (*)